Manufacturer narrative:
Investigation: inspection of the sample and the photograph provided confirms the affected component is bent. The source of the damage cannot be verified. However, it was possible for the complaint investigator to replicate the issue on an undamaged sample which confirms the damage could have occurred at any point from moulding to end user. Bdm-ps performed a review of the release documents and the batch met all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications.

Event description:
It was reported that the plunger rod is bent with a bd ultrasafe x50 pr clear leaf. The following information was provided by the initial reporter: plunger-rod with bent plug-in.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger rod is bent with a bd ultrasafe x50 pr clear leaf. The following information was provided by the initial reporter: plunger-rod with bent plug-in.